Event description:
It was reported that the patient presented to the emergency department with shortness of breath and heart rates in the 30s. A transmission noted the right ventricular (rv) lead with t-wave oversensing (twos), which was affecting the implantable cardioverter defibrillator (ICD) device¿s timing function and resulted in pacing below the programmed lower rate. Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).